Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found the unit was not charging. To address the issue the stm replaced the power management board and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. There was no patient involvement, thus no adverse event was reported.